Event description:
It was reported that during implant, two different model left ventricular (lv) lead were attempted but the placement could not be se cured after slitting. The lv leads were removed and a different model lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found.